Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The device was discarded by the user facility. Vessel morphology was severely calcified iliac arteries bilaterally measuring 7 mm in diameter. The physician did not pre-dilate due to the patient's vessels being very brittle. The stent graft was successfully implanted; however, the bullet on the delivery system was stuck in the iliac and could not be removed. The push rod was pulled all the way back, a 19 gauge needle was inserted into the catheter and put an amplatz wire was advanced. A 5 fr sheath was advanced and an 8 x 4 angioplasty balloon was placed. The balloon was inflated in the narrow area of the artery and that immediately freed the delivery system. The delivery system was successfully removed from the patient no further intervention was required and the patient was fine.

Manufacturer narrative:
Evaluation: results: tapered tip/delivery catheter, device discarded unable to evaluate. (Secondary intervention).